Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experience hypoglycemia. Customer states they had an extremely low blood glucose level was 35 mg/dl. Customer states they had an enlite sensor and it did not suspend. Customer's outcome pertaining to the complaint. Customer declined troubleshooting for low blood glucose. The device will not be returned for analysis.